Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The endoscope controller was analyzed, and the reported error was not replicated. In system logs, error 1153 was found to indicate the failure occurred in the field. A visual inspection found no damage observed on the exterior or interior of the unit. Failure analysis observed no physical damage to the endoscope receptacle. The unit was installed on the golden system where it functioned as expected. All nodes were present, and the image was clear on the vision side cart (vsc) and surgeon console controller (scc). The leds on the endoscopic controller power distribution (ecpd) and dual camera interface board (dcib) are present. The system was set to run 10 power cycles. After testing, the error logs were investigated, but no error was found related to the reported event. The complaint was confirmed based on failure analysis. Although the error codes point to the endoscope controller, the probable root cause cannot be traced more specifically based on failure analysis, which was unable to replicate the issue during in-house testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked the system logs and confirmed error 1153. To correct the issue, the fse replaced the endoscope controller (ec). The system passed all required tests. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the ec for evaluation. A follow-up MDR will be submitted, if additional information is obtained. The probable root cause of error 1153 points to the dual camera interface board (dcib) in the ec is reporting a severe current fault.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that non-recoverable fault 1153 occurred. The intuitive tech support engineer (tse) had the customer hard cycle the vision side cart (vsc). The 1153 fault cleared but the customer used a secondary vsc as a precaution. No known impact or patient consequence was reported.